Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level of more than 800 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that the retainer ring on the insulin pump was missing. Customer reported that they does not allege pump was under delivering. Customer experienced the symptoms related to the hospitalizations was sick, vomiting. Customer was treated with the insulin, insulin shot. The customer reported that the drive support cap was sticking out. The device will be returned for analysis.